Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 9/21/2018. During the visual evaluation, the packaging was inspected, and the outer box was found damaged. The pouch was found in normal condition. The product was still intact in the sealed pouch. The outer box of the packaging being damaged was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Since the product was received, populated d10. Device available for evaluation?, d10. Is device returned to manufacturer? And d10. Date device returned to manufacturer. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter stsf, and stsf packaging was found ripped, thereby compromising sterility. During additional product assessment on (B)(6)2018 , the failure analysis lab (fal) found small openings on the pouch while it was manipulated. These findings affirm what was originally reported and remains reportable. The investigational analysis has been completed on(B)(6)2018 . The packaging was inspected and the outer box was found damaged. However, the pouch was found in normal condition and the product was still intact in the sealed pouch. During a closer inspection, small openings were found on the pouch. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the damage cannot be determined. It could be related to the handling outside the company since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter stsf, and stsf packaging was found ripped, thereby compromising sterility. Information was provided that the packaging was ripped upon receipt of the product and the issue did not occur during a procedure. The issue of compromised sterility has been assessed as reportable. The product was replaced, and the procedure was completed without patient consequence.